Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a new vns generator was opened but the generator could not be interrogated prior to surgery. It was reported that the site chose to implant another product. The generator has been returned for product analysis.